Event description:
Device failed to deliver shock during cardiac arrest. Failure caused by break in defibrillator cable. Operator of device replaced defibrillator cable, and defibrillated pt after 14 minute delay (CPR cardiac drug therapy were not interrupted.) Later examination of device confirmed break in cable; no other problems with device.